Manufacturer narrative:
(B)(4).

Event description:
Proximal end of two implants fractured during implantation. Also, distal tips of two inserters broke off at same time. Metal loose bodies were removed.